Event description:
Same case as MDR ID 2134265-2014-08348 and 2134265-2014-08397. It was reported that stent damage and no flow occurred. The target lesion was a restenosis of a previously implanted stent in the left anterior descending artery (lad). Predilatation was performed using a 10/2.50 flextome® cutting balloon® catheter. A 2.50x38mm promus premier¿ stent was advanced and implanted in the lesion. Then another 2.50x24mm promus premier¿ stent was deployed to the lesion. It was noted that the 2.50x38mm promus premier¿ stent was not fully apposed to the vessel wall so the 10/2.50 flextome® cutting balloon® catheter was re-advanced for post dilation of the stent. The cutting balloon was also used to post dilate the 2.50x24mm promus premier¿ stent. After two inflations, the cutting balloon became stuck inside the two stents. It was then noted that the patient had no flow to the vessel. The shaft of the cutting balloon catheter was cut and different techniques were attempted to pull the cutting balloon out. Then a non bsc guide catheter extension was advanced to sleeve the cutting balloon. The cutting balloon was able to be removed after a few attempts but in the process, the 2.50x38mm and the 2.50x24mm promus premier¿ stents were deformed. The flow to the lad was restored after the cutting balloon was removed. A noncompliant balloon catheter was advanced to tack up the deformed stents and the procedure was completed. No further patient complications were reported. The patient stayed at the hospital overnight and the patient's status was fine.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).